Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on 11-08-2022. The product was evaluated. An external visual inspection was performed and failed due to sensor wire missing. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.